Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon device interrogation it was discovered that the pacemaker (pm) was found to be under elective replacement indicator (eri). It was also observed that the right ventricular (rv) lead was exhibiting inadequate capture. The physician opted to explant and replace the pm and rv lead, and the new lead was successfully implanted. The patient was in stable condition.